Event description:
Device service required during language change. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 15th september 2020. Upon receipt, the device language in the pad configuration was displayed as us english. However, the speech prompts issued were in french, and some speech prompts were being omitted from the dialogue. The investigation confirmed that the language could not be changed, indicating an issue with the speech chip. Upon replacement of the speech chip, the speech prompts were issued without fault. Furthermore, the language was successfully reprogrammed via saver evo. Multiple attempts were made to corrupt the replaced speech chip by disconnecting the usb cable during language reprogramming, but the fault could not be replicated. This would suggest the returned speech chip had been corrupted due to the user¿s pc restarting during a language change, as reported by the customer. As the language and prompts were checked during the sam 350p final unit test on the 15th september 2020 at heartsine, the investigation concludes that the issue occurred during the attempted language change. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device service required during language change. There was no patient involved in this event.